Event description:
It was reported that during implant, the lead insulation was damaged through the suture sleeve.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.